Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention devices were tested in-house with clinically negative urine samples. All hcg results were negative at read time and no false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2017, a (B)(6) year old female was scheduled to have a tubal ligation surgery performed. At 09:15, the patient had a urine sample hcg test and the result was positive. At 09:34, the physician decided to have a beta-hcg quantitative test done and the result was 0 miu/ml. The patient then had a serum test done with the hcg test at 10:30 and the result was negative. At 10:40, a second urine sample was collected from the patient which also yielded a negative result on the sure-vue test. The patient had the surgery based off of the serum quant result. On (B)(6) 2017 the customer retested the original urine sample and states that the result was positive. However, the result was interpreted after the read time. Customer was unable to recall what the result was at the 3 min read time. No procedures performed or withheld based on sure-vue test result